Event description:
It was reported that: "cannulated screwdriver broke (B)(6) 2012. Surgeon was putting in the screw and the tip of the screwdriver broke off".

Manufacturer narrative:
Investigation in progress but not yet complete.